Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection noted tool marks and dents on the device casing and header. The seal plugs were intact and the set screw opratd normally. The device was able to be interrogated and a memory download was performed successfully. A review of device memory found no resets, errors or fault codes. A primary sense vector test was performed and no issues were identified. A manual test was performed and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
The device was received at boston scientific's return product department.

Manufacturer narrative:
Stored data was reviewed by another technical service's consultant who commented that recent episodes did have a wander-like component. The secondary sense vector does have some p-wave component that may pose a risk of being oversensed at elevated rates. The alternate sense vector appears very stable although the signal amplitude is low at approximately 0.5 mv. Additional patient isometric testing with the device programmed in the alternate sense vector was recommended. The s-ECG in alternate did appear stable. The physician plans to have the patient transmit data via the latitude patient home monitoring system to observe how many normal sinus rhythm to tachycardia transitions are occurring with the patient in the programming configuration. The following day, the patient transmitted data which showed no new untreated episodes with the device programmed to alternate. However, p-waves are being oversensed in the smartpass event. The fcr contacted technical services again to discuss possible revision of the device and electrode location. The technical service's consultant recommended re-screening with possible revision of the system. The technical service's consultant observed that a re-screening could occur with the device in a more superior position. The physician should observe if r-wave amplitude improves in the newly proposed location. Boston scientific received information that the patient was presented back to the ep laboratory on (B)(6) 2018. The device and electrode were explanted and replaced with a transvenous ICD system.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services. The fcr reported that this device's sense vector had been programmed to primary with 2x gain. According to the fcr, the patient received an inappropriate shock due to t-wave oversensing. At the time of shock delivery, the patient was running up the stairs at a movie theatre. The technical service's consultant was informed that an automatic set-up selected a primary sense vector with 2x gain. The fcr performed another automatic set-up and the device's smartpass feature was enabled. The technical service's consultant commented that a review of the episodes appears to show possible non-physiologic signals along with t-wave oversensing. The technical service's consultant discussed the possibility that the suture sleeve could be moving and slipping over the sense b electrode at the xiphoid incision. The technical service's consultant suggested various troubleshooting options and recommended an x-ray to compare system placement at the time of the implant procedure. The fcr was informed that a review of an untreated episode showed diminishing r-waves. The fcr was planning to discuss this further with the physician. Shortly thereafter, the fcr contacted technical services again to report that the electrode position was reasonable via fluoroscopic imaging. The physician was planning to reprogram the device's sense vector to secondary and schedule the patient for a treadmill test. The patient's medical history was significant for an atrial fibrillation ablation back in (B)(6) 2018 and the patient has lost about 20 pounds of weight. During the treadmill test, the patient heart rate increased to approximately 160 bpm. Stored data was uploaded to technical services for review.